Event description:
This was a spontaneous self report from a female pt of an unspecified age from the united states: (B)(6). The pt's height, weight, and medical history were unspecified. The pt applied precise pain relieving heat patch (dosage, frequency, and therapy dates unspecified) initiated on an unspecified date for an unspecified indication. Concomitant medications were not reported. On an unspecified date, after about two hours of application, the pt experienced "a pretty serious burn on her left hip" (application site burn). The action taken with precise pain relieving heat patch was unspecified. The pt outcome was unspecified for the event. This report was serious (medically significant).